Event description:
Info from a field indicated a bed was brought out of storage and tested. It was noted during testing that the CPR function was not operating.

Manufacturer narrative:
Hill-rom technician replaced CPR valve to resolve the issue.